Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that that the explanted pump arrived with 10mg/ml concentration and the new pump was filled with 5 mg/ml concentration as was correctly documented per the hcp. It was reported that this concentration allowed for greater control over dosing should the patient experience overdose after replacement. The new pump was programmed at the same 24-hour dose 2.6mg/day approximately 10% which came to 2.397mg/day per the hcp's prescription. It was noted that there were no programming errors. It was reported the cause of the patient's withdrawal was not known. The hcp returned the patient back to their previous concentration and dosing prior to replacement at visit on (B)(6) 2022. The correct volumes were documented from time of new implant and fill to refill on (B)(6) 2022.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was unknown. It was reported that the patient reported that after their pump replacement in (B)(6) 2022, they felt terrible and went to the emergency room (ER) on (B)(6) 2023. The patient arrived for the replacement with 10mg/ml concentration, and their pump was filled with 5mg/ml concentration. The patient reported that they went into withdrawal and were hospitalized. When hospitalized, they ran tests and used dye which caused kidney failure. It was noted that the issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient status was alive with no injury.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.